Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the insufflator to resolve the issue. The system has been verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi did receive the insufflator involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported error 2125 on the insufflator. The customer power cycled the insufflator a couple times with no change. The customer is currently using a third-party insufflator for this procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that due to the error, the insufflator turned red and became non-functional. There was a loss of insufflation as the insufflator was down. A third-party insufflator was used to complete the procedure. There was a procedure delay less than 15 mins. There was no vision issues and no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The insufflator was returned and evaluated by the failure analysis team. Upon visual inspection, no issues were found that would be related to the reported event. The insufflator was installed onto the known good in-house system and system triggered error 2125 at startup. The insufflator was not responsive. The probable root cause is due to an issue with the insufflator, but cannot be traced more specifically at this time.